Event description:
It was reported that the were malfunctions with 3x ar-6480 pumps. Serial number (B)(6) experienced too much fluid going into the joint and the pump did not respond to controls. Serial number(B)(6) experieced no flow, the pump wouldn't run. Unsure if error was present. Serial number (B)(6) - experieced excessive pulling of water and it was making a loud noise.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.